Event description:
It was reported that the pump was explanted and replaced. Initially, the pump alarm was heard and the patient experienced a little bit of ¿inconsistence¿. It was found that the pump had been in safe state, a reset occurred, a motor stall occurred, and in was noted that the stopped pump period may exceed tube set. The physician had seen these a couple days prior to report. It was noted that the pump went into reset mode at 60 months. The logs showed that the pump was last changed on (B)(6). The device was delivering lioresal. Two weeks later, it was reported that the cause of the motor stall was unknown. It was also noted that the reporter was unable to access the pump logs or interact with the pump. The reporter didn¿t know how the patient was doing at the time of report.

Manufacturer narrative:
Product ID: 8709, lot# l78689, implanted: (B)(6) 2000, product type: catheter. (B)(4).